Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to the programming capabilities.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial#: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there would be no further course of action as of this time.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason. No device malfunction was suspected.